Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion during testing, which was reproduced through troubleshooting of the device. A review of the event history log identified false downstream occlusion during testing as downstream occlusion messages. The cause was determined to be an out of specification downstream tubing gap. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple false downstream occlusion during testing. There was no patient involvement. No additional information is available.